Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products confirmed that they contain foreign debris. No other packaging defects or damage were noted. Review of the device history record(s) for the reported items identified no deviations or anomalies related to the reported issue during manufacturing. The likely condition of the parts when they left zimmer biomet control is considered non-conforming based on the evaluation of the returned products. The loose blue particles likely came from the excess flash generated during the molding process of the mixing bowl and/or during the trimming of this excess flash. The root cause of the reported issue is attributed to a manufacturing issue. A corrective action was previously opened to address this issue. A change to manufacturing has been implemented to reduce flash and reduce trimming for the mixing bowls. The bowls were molded before the implementation of this manufacturing change. Upon reassessment of the reported event, it was determined to be not reportable as there is no serious injury or prior event that have resulted in serious injury; the patient is protected from injury by a standardized process which prevents introduction of non-sterile items to the surgical field. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02653, 0001822565 - 2020 - 02654, 0001822565 - 2020 - 02655, 0001822565 - 2020 - 02656, 0001822565 - 2020 - 02658, 0001822565 - 2020 - 02659, 0001822565 - 2020 - 02660, 0001822565 - 2020 - 02661, 0001822565 - 2020 - 02662, 0001822565 - 2020 - 02663, 0001822565 - 2020 - 02664.

Event description:
It was reported the circulated items in the warehouse identified debris in sterile packages. No patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.